Event description:
During the inspire implant procedure, while using the medtronic tunneling tool, a vessel was nicked and the patient experienced bleeding from below the clavicle. Physician attempted to apply pressure and cauterize the area but was unsuccessful as the source of the bleed could not be visualized. Physician then made another incision, located the bleed, and used cautery to stop the bleeding. This resolved the issue.